Manufacturer narrative:
The device was returned to olympus for evaluation. A visual inspection of the device found some tissue build up. The teflon pad was severely worn exposing metal. A microscopic inspection of the distal end of the device found no visual indication of probe damage. The device passed the probe check. Both switches were functional. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. The root cause for the damaged teflon pad is most likely due to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a total laparoscopic hysterectomy (tlh) procedure, the teflon pad on the upper jaw peeled off and fell off outside the patient. The procedure was completed using a similar device. No patient injury was reported.